Manufacturer narrative:
The product was investigated under (B)(4) in the laboratory of the MFR. During visual inspection of the product a damaged blood inlet connector was detected. This additional complaint was opened in order to cover the failure. No evidence was provided that this failure was noticed within the initial complaint report. The MFR's review of the quality control process indicated that a (B)(4) is conducted during mfg. The info obtained so far in this investigation would confirm that the device met its specification at the time of mfg and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
During investigation of an complaint, an additional malfunction was found in the laboratory of the MFR. During visual inspection of the product an damaged blood inlet connector was detected. (B)(4).